Event description:
It was reported that when the delivery wire was removed from the dispenser hoop, the proximal end of the subject coil was found broken. Another product was used to complete the procedure. No clinical consequences to the patient was reported.

Event description:
It was reported that when the delivery wire was removed from the dispenser hoop, the proximal end of the subject coil was found broken. Another product was used to complete the procedure. No clinical consequences to the patient was reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, it was found that the proximal contact was kinked and broken/fractured and the delivery wire was kinked but not broken. It was also found that the main coil was kinked/bent and stretched likely due to procedural factors that limited the performance of the procedure. The proximal contact was confirmed to be broken which was likely to have been perceived as the delivery wire break. Therefore an assignable cause of handling damage will be assigned to the reported and analyzed coil proximal and coil delivery wire issues. The proximal contact is not a contiguous part that forms the delivery wire but is a subcomponent location at the proximal end of the delivery wire that works in conjunction with the inzone detachment system, and it remains outside the patient at all times during the procedure. It is highly unlikely that the broken proximal contact may contributed to and/or cause any patient injury; the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.